Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process, resulting in the resolution of the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurs.